Manufacturer narrative:
Concomitant medical products: product ID 8784 lot# serial# (B)(4), implanted: (B)(6) 2021, explanted: product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 07-jul-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving dilaudid (2 mg at 0.16583 mg/day) via an implantable pump. It was reported the patient went in for a refill, on (B)(6) 2021, and had 14 ml in the pump when they expected 10.8 ml. A catheter access port contrast study was performed, on (B)(6) 2021, and a catheter occlusion was noted. It was indicated the event was possibly related to the device or therapy and unlikely related to the implant procedure. The catheter was replaced on (B)(6) 2021 and the issue resolved without sequelae.